Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow up high out of range pacing impedance measurement and out of range shock impedance measurements were noted on this device and right ventricular (rv) lead. A review of the device showed that the pacing thresholds and sensing were normal, although some noise episodes were classified as ventricular tachycardia and fibrillation and inappropriate anti tachycardia therapy was delivered. A possible connection or an rv lead fracture was suspected, although x-ray did not show a lead fracture. A revision took place and the device was explanted while the rv lead was tested with a pacing system analyzer (psa) which were initially in range but then out of range with noise seen. Reconnecting the lead to the device still showed out of range measurements on the pace and shock channels. The rv lead explanted, while the device remains implanted. No additional adverse patient effects were reported. A review of the data analysis by boston scientific technical services (ts) noted that the pacing impedance and shock impedances measurements were out of range and variable. A review of the episodes showed singles other than intrinsic depolarization or myopotential. The shock channel appears nearly flat. Ts noted that the return of the lead will determine the root cause of the clinical observations.